Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was missing components and was returned via the worn instrument return program. There is no additional information at this time.

Event description:
No additional information.

Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled. The reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue previously investigated through the CAPA process and addressed with a design modification. Investigation results concluded that the root cause of the reported event was previously addressed by a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.